Manufacturer narrative:
(B)(4). Eval, results and conclusions: (narrow distal aorta with calcium), (other MFR's device).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 7.5 cm abdominal aortic aneurysm. Vessel morphology was reported as a narrow aortic bifurcation. It was reported that the implant of the bifurcated stent graft went well. The physician placed another MFR's stent in the right iliac limb, due to the narrow bifurcation. After the stent was deployed, the physician deflated the balloon and upon retrieving the balloon back into the catheter, the stent pulled back with the balloon into the common iliac artery resulting in a partial occlusion. The stent was then pulled back to the bifurcation of the hypogastric artery, where the physician decided to leave it. An internal review of films confirmed a narrow distal aorta which was 16-18 mm diameter with calcium. No clinical sequelae were reported, and the pt is fine.